Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 400 mg/dl. It was also reported that the needle never deployed the cannula into the skin. As treatment, the patient manually injected insulin with an insulin pen.

Manufacturer narrative:
B5 was updated due to blood glucose levels and treatment being provided.